Event description:
It was reported that a minimum fill notification occurred. Customer¿s blood glucose level was in 400-500 mg/dl range. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.